Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage to the pump, battery compartment or battery cap. The reporter denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit. The battery case was cracked between the keypad and the case seal. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due to a damaged case leak. The pump was unable to power up and was completely unresponsive. The reported ¿power¿ complaint was duplicated due to moisture corrosion. The pump cover was removed, and further moisture corrosion was found to the power printed circuit board.